Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable pump wont run" alarm. Per reporter troubleshooting was not successful and the pump alarm returned upon start up. Per reporter the residual volume was 8, the rate was 2.2 and the amount given was 94. No adverse patient effects were reported. Per reporter no additional information is available at this time.